Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: one unexplainable power on reset event was observed in the bb history on (B)(6) 2015 at 22:21. The returned battery cap secured to the pump and maintained electrical connection. Unscrewed returned battery cap half a turn with no power loss occurring. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was found to be cracked on the side, extending from the threads down to the case seal. No evidence of moisture was found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Investigators were unable to duplicate intermittent power issue. No cartridge cap was returned with the pump. A test cartridge cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)